Event description:
Boston scientific received information that this right ventricular (rv) lead was displaying inappropriate pacing spikes and ventricular undersensing. The device was reprogrammed to ddi with 35 beats per minute and then observed qrs complexes that were not marked. In addition pacing thresholds had increased. It was suspected that this (rv) lead had dislodged. Boston scientific technical services was contacted and recommended getting a chest x-ray to check for lead position. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.